Event description:
This unit was sent into covidien as a customer unit. Upon triage svc found that the unit failed the hi-pot test and has copper wires exposed on the power cord.

Manufacturer narrative:
An investigation is currently underwent, upon completion the results will be forwarded.